Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9926005) was impeded in the distal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: unknown) and could not pass through, resulting in removal of both the stent and microcatheter (mc). A second 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9926005) and a second prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: unknown) were used, but the same issue occurred, requiring the removal and replacement of both devices for another brand to complete the surgery. The procedure was prolonged by approximately 20 minutes. There were no reported patient consequences or clinical symptoms. Additional event information received on 22-dec-2025 indicated that there was no use of a torque device. There was no evidence of physical material within the devices. The microcatheters did not kink/bent. There was no excessive force used with the devices. The 20 minutes procedure delay did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.